Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with complaints of fatigue, the pulse generator exhibited backup vvi mode. After a software download, the device resumed normal function.